Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube)/the essure on the patient's right side had perforated through the tube') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest tightness. Concurrent conditions included obesity, asthma, essential hypertension, sleep apnea, gallstones, cholelithiasis, hiatal hernia, acid reflux (oesophageal), depression, chronic sinusitis, nasal polyps, hypothyroidism, diaphragmatic hernia, snoring, apnea, lightheadedness, diaphoresis, chills, hyperglycemia and shortness of breath. Concomitant products included budesonide;formoterol fumarate (symbicort) since 1997, levothyroxine sodium (levoxyl) since (B)(6) 2010, salbutamol (albuterol) since 1997 and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In may 2009, the patient experienced vaginal discharge ("vaginal discharge"). In march 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In april 2010, the patient was found to have weight increased ("weight gain"). In november 2010, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery ((salpingectomy (bilateral)) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, iron deficiency anaemia, migraine, fatigue, alopecia and weight increased outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2010. Type of additional surgeries: other. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, anemia, menorrhagia (heavy menstrual bleeding). Current weight (B)(6). Discrepancy noted: essure insertion date: (B)(6) 2008 (as per mr). There were four coils expending into the uterine cavity. This was then repeated on left side with five coils protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Computerised tomogram abdomen on (B)(6) 2009: findings suggestive of mild fatty infiltration of the liver. Otherwise no significant abnormality identified within the abdomen or pelvis on this examination. Hysterosalpingogram on (B)(6) 2009: there are bilateral essure; in (B)(6) 2009: total bilateral occlusion. Everything ok. Imaging procedure on (B)(6) 2009: bilateral occlusion. Pathology test on (B)(6) 2010: 11 menorrhagia. Profound anemia. 31 on IV iron treatment. 41 hypothyroidism. History of essure sterilization.·. Sleep study on (B)(6) 2010: the study demonstrates evidence of mild sleep apnea with an apnea-hypopnea index of 5.7. Most of the events occurred during rem sleep where the index was 23. The pati. Mt also shows evidence of sleep initiation as well as sleep maintenance insomnia. Ultrasound scan vagina on (B)(6) 2014: inhomogeneity of the uterine echotexture with at least one 7 x 7 x 7 mm myoma anteriorly. There I; a minimal amount of cavitary fluid versus; a 9 x 5 x 5 mm cyst nabothian cyst of the posterior internal. Cervical os. An s mm nabothian cyst of the external cervical 05 is also noted. Left ovary not visualized, no other abnormality identified. Concerning the events injury was reported in this case were described in medical records: abdominal pain, anemia, menorrhagia, fatigue, pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 & 3 processed together. Pfs received- case becomes incident. Event injury was removed. New events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, anemia and menorrhagia (heavy menstrual bleeding) were added. Explant date was added. Patient's date of birth was added. Lab data was added. Reporter's information was added. On (B)(6) 2019: fu 2 & 3 processed together. Pfs & mr received. New events perforation (fallopian tube)/the essure on the patient's right side had perforated through the tube , migration of essure device location of device: uterus, abnormal bleeding (vaginal), fatigue, migraines / headaches, hair loss, vaginal discharge and weight gain were added. The outcome of menorrhagia and pelvic pain was updated from unknown to recovered. Concomitant drugs, medical history and lab data were added. Patient's height, weight, age and race were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.